Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested. Investigation is in progress. Device not returned to manufacturer.

Event description:
Roi-c : broken cage while impacting anchor. It was an anterior cervical discectomy & fusion. As described by reporter , a cage and an anchor was wasted "because implant cracked while inserting plate". Surgery was completed successfully with a devices of the same size. The patient is doing well and no other issues have been reported. According to reporter, the inserter used for this surgery was used for other cases after this event and there was no other issue. Additional information was requested on the surgical steps involved . Investigation is in progress.

Manufacturer narrative:
Fields were updated for that medwatch report without a product return, no product evaluation is able to be conducted. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. One probable root cause for this event can be related to hard bone but . Current information is insufficient to permit a valid conclusion about the cause of this event. The investigation found no evidence to indicate a device issue. If additional information that have an impact on this investigation were received another report will be sent.

Event description:
Additional information received on april 09th. 2018 shows: the issue occurred for implantation of the first anchoring plate and superior was implant first, the cage was properly assembled with the holder, the axis of the disc space was respected, the surgical technique was respected for anchoring plate impaction sequence , first anchoring plate was fully seated, anchroing plates were not in the same slot, patient bone was hard but only on implantation not on patient x-ray/MRI and starter awl was not used no x-rays available.